Event description:
Patient on dopamine with syringe pump; pump reading occlusion when the IV line was patent. Switched to another pump. The patient's bp had dropped into the 50's at this time. When pump was switched, the bp came up. The pump plunger was very difficult to move, as if it needed lubricant.